Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening, crease fold, non-penetrating nicks and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. The reason for reoperation: "rupture" and "breast implant illness." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "breast implant illness," this event is not related to the device and will not be reported. Device has been explanted.